Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Review of complaint activity associated with the complaint lot identified normal complaint activity. Review of tracking and trending reports for the architect ca 19-9xr reagent did not identify any related trends. Return testing was not completed as returns were not available. Using worldwide field data, the performance of reagent lot 08001m800 was evaluated and is performing similar to other reagent lots in the field confirming there was no systemic issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect ca 19-9xr reagent was identified. Based on the information provided and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The customer observed falsely elevated architect ca 19-9xr results on one (B)(6) male patient. The following data was provided: on (B)(6) 2020, result was 887.4 u/ml, retested on (B)(6) 2020, result was 27.2 u/ml. It is unknown if the patient has pancreatic cancer. There was no impact to patient management reported.